Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system refrigerator was not connected to bus. A field service engineer (fse) guided the customer through the proper reboot procedure to reconnect the refrigerator to the medstation and confirmed that the reboot was successful, resolving the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the es fridge displayed a "device not detected on bus" error, and the fridge door could not be opened due to this issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.